Event description:
The contact stated that her husband tested his blood glucose and received a reading of 38 mg/dl. He retested and received a reading of 174 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.